Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that a few months after implant of the pump in 2013 the patient had back pain and it was determined that the ¿tubing¿ came dislodged. Per the patient, she had ¿5-7 pumps¿ put in after 2013. The pump was then explanted in 2014 or 2015 (it was not specified which pump was explanted). No further patient complications have been reported as a result of this event.